Event description:
It was reported that the procedure was to treat a lesion in the right common iliac. No pre-dilatation was performed. The omnilink elite failed to cross the lesion due to interactions with the patient's anatomy. During withdrawal, resistance was met with the introducer sheath, and it was noted that the stent implant was moved/loose on the balloon and mangled. All devices were removed as a single unit. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. After pre-dilatation was performed, another omnilink elite was used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported stent damage and loose stent were confirmed. The reported failure to advance and difficult to remove could not be replicated in a lab environment as it was based on case circumstances. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other similar incidents reported from this lot. It should be noted that the omnilink elite instructions for use use (IFU) states: pre-dilate the lesion with an appropriate size balloon dilatation catheter to closely match the lumen diameter proximal and distal to the lesion. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4) - no pre-dilatation. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.